Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed damage to the viewing window, thus confirming the reported event. Failure analysis also revealed damage to the pack's fabric and the patient ID card pocket; these are additional observations not related to the reported event. The most likely root cause of the damaged viewing window, fabric, and patient ID card pocket may be attributed, but not limited, to wear and/or the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The shoulder pack was returned to the manufacturer because the plastic window was damaged. The pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.